Event description:
The customer reports that the monitor on the x-ray system remained blank during a patient procedure.

Manufacturer narrative:
Method, results and conclusions - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.